Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that due to high impedance, they would need to decide about replacing the lead. This would need to be discussed by the healthcare professional (hcp) with the patient. No information about scheduled appointments with this patient had been received as of 03-feb-2026.

Event description:
Information was received from multiples sources (healthcare provider, manufacturer representative, consumer) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient complained of a loss of therapy and an unpleasant pressure sensation in their abdomen since the orthopedic healthcare provider performed "injection therapy." An impedance check showed impedances of greater than 30,000 ohms on contacts 3, 5, and 6. There was no previous report regarding settings/impedances available. The representative reprogrammed the pulse width and rate using 2 programs (initially the patient had 1) and the patient had good pain relief and pleasant tingling; the patient was happy and able to use their therapy. It was noted that the patient was able to also use the device in the laying down positing due to the use of adaptivestim, which was inactive previously. The issue was reported as being resolved. Additional information received from a manufacturer representative. It was reported that there was no information available regarding the cause of the issue.

Manufacturer narrative:
G2: the country of origin is germany. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient¿s device was reprogrammed the week of (B)(6) 2025 to program 1 at 4.8ma and program 2 at 8.5ma. Patient has good therapy but now was getting out of regulation (oor) on her handheld device since then. She has quite high settings (4.8 and 8.5ma). It was noted that everything was ok in the programming session. Patient has already contacted the clinic for a new appointment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.